Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.

Manufacturer narrative:
Supplemental report 9/29/2021: device evaluation of monitor sn (B)(6) had been completed. The reported problem (cannot run testing) has been confirmed. As received, the monitor failed incoming testing. The cause for the failure was isolated to an improper voltage output from component u7 on the computer/analog board. The root cause for the damaged u7 was unable to be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) is underway. The reported problem (cannot run testing) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to an improper voltage output from component u7 on the computer/analog board. The root cause for the u7 failure has not yet been positively determined. A supplemental report will be submitted upon completion of the root cause investigation.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (cannot run testing) has been confirmed. Upon investigation the monitor failed incoming testing. The cause for the failure was isolated to an improper voltage output from component u7 on the computer/analog board. The root cause for the u7 failure has not yet been positively determined. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.